Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 62 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they may have exposed their insulin pump to humidity in their shower. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.